Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed though analysis of returned product. Visual examination of the returned product/provided pictures identified signs of use and wear and tear. The polished surface of the impactor is scratched and there is a gouge on the od of the impactor. There are some stains and wear and tear on the bottom side of the impactor as well. The post has fractured off the impactor and it has been returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the poly impactor post fractured off during ex situ impaction. The case was able to be completed with the impactor. No complications, injuries, or surgical. Interventions were reported, and no foreign bodies were reported retained due to this malfunction. It was reported that no further information is available.